Event description:
The customer reported of iron (fe) qc imprecision and calibration back to back (b/b) failure issues for a unicel dxc 660i synchron clinical system. The customer technical specialist (cts) instructed the customer to rerun all patient samples for fe from last good qc. The customer had to file corrected fe results for 3 patient samples. The cts also advised the customer to perform (B)(4) from the precision run mean. The customer did not report any incorrect patient results for any chemistry other than the falsely high fe results for the three patients. There was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) replaced bent reagent probe b and ab valve. The fse performed top alignments, performance verification test 3 (pvt3) and the sample syringe was also replaced due to tarnished glass. Repairs were verified per established procedures and results met published specifications. As of (B)(6) 2012, the customer reports no further issues with the instrument and is satisfied with support given.

Manufacturer narrative:
Evaluation: results code: alignments.